Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The cause of the breach in aseptic technique was further described as ¿the patient made a mistake and did not wash hands¿ prior to performing pd therapy. The patient was not hospitalized for the peritonitis. On the same day as onset, the patient began intraperitoneal treatment with injection fortum, 1gram, once a day and injection vancomycin, 500 mg (milligram), every fifth day. Three days later, the patient also began treatment with injection meropenem (dose, frequency and route of administration was not reported) and dianeal therapies were discontinued due to the event. At the time of this report, the treatments with fortum, vancomycin and meropenem were ongoing; the peritonitis was not resolved and the patient was not recovered from the event. It was not reported if the patient was retrained on proper septic technique. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported eight days after the peritonitis diagnosed and confirmed, the pd catheter was removed and the patient was moved to hemodialysis. Two days later, antibiotic therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.